Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "surgeon was not able to change modalities during cases" (device operates differently than expected). A nurse reported the footswitch configurations were changed and the surgeon was unable to change modalities during a case. The remote was used to complete the cases. There was a delay in the case but the timeframe is unknown. There was no patient harm reported.

Manufacturer narrative:
A company service representative examined the system and reconfigured the footswitch to the surgeon's preference. The transducer pci was switched out and preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. No sample was returned for evaluation, therefore, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B)(4).